Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: during investigation, the pump powered up with auditory and vibration to a blank display. The original complaint of ¿intermittent power¿ was unable to be adequately investigated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board. The battery compartment and cap were found to be undamaged and able to fit securely to maintain electrical connection. The cap contacts measurements were all within specification. Unrelated to the original complaint, technical analysis revealed an eeprom failure. Additionally, there was a broken solder joint was found to the continuous glucose monitor module.